Manufacturer narrative:
The investigation into product damage (sterile sleeve damage) and access site bleeding has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, distal end of anti-contamination sleeve was wrapped tegaderm as noted from clinical details. Clinical details noted that the distal end of the anti-contamination sleeve was torn when attempting to reposition pump. The root cause of the product damage (sterile sleeve damage) was due to use as the damage occurred when repositioning pump. Additionally, clinical details noted a hematoma was present at the impella insertion site. Heparin was paused then adjusted after hematoma was discovered. Patient experienced no complications from the hematoma. The root cause of the access site bleeding - major cannot be determined as limited clinical details were provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18174. E4 should have been left blank. G2 report source, study was missing.

Event description:
Additional information received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured axillary artery injury with a "definite" relationship to the impella device used: ¿previous impella malpositioned, having suction, decision made to replace impella. Removed impella in or, there were issues with axillary artery. Axillary artery injury repaired by vascular surgeon; the graft had avulsed from the heel area. A new impella 5.5 placed in right axillary artery repair.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel is pending should any new information be provided; a supplemental report will be sent. B5 updated with additional information h6 health effect - clinical code and health effect - impact code updated to reflect the additional information g1 reporting contact email revised on manufacturer device report 1220648-2024-18174 in accordance with updated procedures.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Clinical details noted that after pump was explanted in or, damage to the axillary artery was observed due to pulling of the graft. The issue was repaired by a vascular surgeon. The root cause of the vascular damage - peripheral vessel cannot be definitively determined as limited clinical details were provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during repositioning of the impella 5.5 the anti-contamination sleeve was torn on the back end. Sleeve was scrubbed with providing-iodine and covered with tegaderm. Additionally, a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hematoma at insertion site with a "definite" relationship to the impella device used: heparin was was paused and impella repositioned. The hematoma started oozing and heparin was resume. The patient recovered with no sequelae.